Manufacturer narrative:
The t:slim x2 user guide states: do not reuse cartridges or use cartridges other than those manufactured. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. For the past occlusion alarms, the customer would change the infusion set tubing in order to resolve the alarm. The customer's blood glucose (bg) level was in the 200's mg/dl range and a correction bolus was delivered to address the bg level. A pump system check was performed on the current supplies and the occlusion was found to be within the infusion set tubing. Tandem technical support (cts) recommended the customer to change their infusion set tubing. During the system check, the customer mentioned they use their cartridge for longer than 3 days, they refill and re-use their cartridges, and they withdraw insulin left in the cartridge and mix it with the insulin in the new vial. Cts educated the customer to use cartridges for up to 3 days only, not to re-use the cartridges and not to mix the old insulin with the new insulin in order to stay within labeling of the products. The customer stated they would change their infusion set and cartridge and use a new vial of insulin. Tandem technical support attempted to contact the customer multiple times to confirm that the customer was no longer receiving occlusion alarms; however, no response was received.